Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic following a vibration alert. Upon interrogation, the ventricular lead exhibited low impedances. No intervention or patient symptoms were reported.

Event description:
New information received indicates that out of range low hvli was observed. Programming changes were made. The patient was stable.